Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('the essure appears to be protruding into the right side of the myometrium'), device expulsion ('the essure appears to be protruding into the right side of the myometrium'), pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. D14826, d19666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, low back pain, multigravida, parity 3 and right lower quadrant pain. Previously administered products included for an unreported indication: paragard iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced complication of device insertion ("failed essure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("postcoital bleeding"), migraine ("migraines"), breast pain ("breast pain"), hypoaesthesia ("numbness in extremities") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, coital bleeding, migraine, breast pain, hypoaesthesia, menorrhagia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered breast pain, coital bleeding, complication of device insertion, genital haemorrhage, hypoaesthesia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: insertion date (B)(6) 2016. Approximately 6 coils noted in the uterine cavity. Two omental adhesions to the anterior abdominal wall, mostly on the right side. There were no fallopian tubes due to previous surgery. Normal appendix, 10-week size uterus. Batch no d14826 production date 2014-10-01 expiration date 2017-10-28. Batch no d19666 production date 2014-10-21 expiration date 2017-10-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('the essure appears to be protruding into the right side of the myometrium'), device expulsion ('the essure appears to be protruding into the right side of the myometrium'), pelvic pain ('pain/ pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure (batch no. D14826, d19666) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, low back pain, multigravida, parity 3 and right lower quadrant pain. Previously administered products included for an unreported indication: paragard iud. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced complication of device insertion ("failed essure"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding ("postcoital bleeding"), migraine ("migraines"), breast pain ("breast pain"), hypoaesthesia ("numbness in extremities") and menorrhagia ("menorrhagia"). The patient was treated with surgery (robotic assisted laparoscopic total hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the device expulsion, pelvic pain, genital haemorrhage, coital bleeding, migraine, breast pain, hypoaesthesia, menorrhagia and complication of device insertion outcome was unknown. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered breast pain, coital bleeding, complication of device insertion, genital haemorrhage, hypoaesthesia, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: insertion date (B)(6) 2016. Approximately 6 coils noted in the uterine cavity. Two omental adhesions to the anterior abdominal wall, mostly on the right side. There were no fallopian tubes due to previous surgery. Normal appendix, 10-week size uterus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.